Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusions occurred. Customer reported blood glucose level was elevated (value not provided). Reportedly, customer was using apidra insulin which is not labeled for use with the pump. Upon follow up, customer reported that "everything is fine".